Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced incontinence of urine and "possible impending erosion" following previous stamey pledget. Associated MDR: 1018233-2013-01090.